Event description:
Covidien sales rep reports via e-mail, customer unable to pass guide wire through diagnostic catheter, pigtail, after performing left ventriculogram. Foreign substance found in catheter after inspection. On (B) (6) 2007: customer pt safety officer reports (B) (6) male having a cardiac cath procedure. Physician indicates during the left ventriculogram, they noted variances in the flow of contrast (optiray 350, 50 ml vial) from the pigtail catheter. The physician attempted to introduce the guidewire into the pigtail catheter to remove the catheter. Guidewire would not pass thru, met obstruction. Physician withdrew the catheter without support of the guidewire. Procedure was then completed without further incident. Procedure was diagnostic and the pt is fine. Customer then dissected the pigtail catheter and found a small crystal object (image of fb attached) blocking one of the pigtail catheters ports. Customer reports loading optiray 350 contrast into empty disposable syringe via handifil straw. Customer has discarded the disposable syringe.

Manufacturer narrative:
Pending mfg investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.